Manufacturer narrative:
Correction to b3 and d8, b3 and d8 were inadvertently left out of the report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending.   The customer provided the cleaning, disinfection, and sterilization processes, stating that precleaning was performed immediately after the procedure. The customer reported not knowing if the manual cleaning was performed within 1 hour after the procedure, or if pre-soaking was performed. The device passed the leak test. Air/water were aspirated through the instrument suction channel with a suction pump and flushed with water and an air channel cleaning adapter. Aspiration was done with both the first and second positions of the suction valve. Manual cleaning was performed, and the detergent used was endodet. The instrument suction channel, suction cylinder, channel port, balloon channel, and forceps elevator were brushed. The forceps elevator was raised, lowered, and flushed. The distal end of the device was brushed with the channel-opening brush and single-use soft brush and flushed with the flushing adapter. The disinfectant used was endodis, and all channels were connected and flushed with water. The filter was replaced periodically in accordance with the instructions for use. The automated endoscope reprocessor (aer) detergent was olympus etd3. The device was dried with clean compressed air and stored in a simple cabinet. Olympus is the maintenance company. Cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report was completed, and no microbes were found. Additional information has been requested with the user facility and is currently being performed; however, this information has not been received to date. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Event description:
The customer reported to olympus that during routine testing after reprocessing on (B)(6) 2023, the evis exera duodenovideoscope endoscopic tip tested positive for greater than 10 colony forming units (cfu) of pseudomonas aeruginosa, and on (B)(6) 2023, the canal elevator tested positive for 10 colony forming units (cfu) of pseudomonas aeruginosa and 10 colony forming units (cfu) of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The olympus technician performed an on-site visit, and the correct reprocessing of the endoscope and correct operation of the washing machine were verified; however, structural damage to the elevator channel was suspected.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Event description:
Additional information provided by the customer. The subject device was used in the procedure until the customer became aware of the positive results. After the positive culture was found, the device was then quarantined. The device was reprocessed "once" before culture sampling. It was unknown when the device was last reprocessed at the customer site. The sample was taken immediately after reprocessing. The storage environment of the device before sampling was room temperature, and the concentration of oxygen in the reprocessing room without change. The subject device was used days before the testing (date unknown) of microbiological samples.

Manufacturer narrative:
The suspect device has been returned to olympus, and the physical device evaluation was completed. The device evaluation found that the adhesive on the distal sheath had wear. The hygiene microbiological investigation report indicated that all channels of the scope were cultured, and there was no detection of e. Coli, enterobacteria, enterococci, greening streptococci, other non-fermenting bacteria, or hygiene-relevant bacteria. The results obtained comply with the target level for an endoscope subjected to high-level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.